Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the right ventricular (rv) lead exhibited a decrease in r waves and a decrease in impedance. Several days later it was reported the patient experience chest pain and shortness of breath. Upon review it was determined the rv lead had perforated through the right ventricular apex. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.